Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The customer replaced the architect ict module which resolved the issue. There were no additional discrepant results reported on the architect c8000 processing module, serial number (B)(4), after the ict module was replaced. A review of the architect c802868 instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect c8000 processing module tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the architect ict module associated with this complaint, revealed no trends or systemic issues. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the ict module and the architect c8000 processing module, serial number (B)(4) was identified.

Event description:
The customer observed falsely elevated sodium results on c8000 processing module for multiple patients. The results were provided: specimen 2: initial sodium=170 mmol/l /repeated=137 mmol/l/repeated on another instrument=138 mmol/l. There was no reported impact to patient management.